Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the e-field immunity test was out of specification and the upper case was found to be damaged, so the head's cable and upper case were replaced. Product ID: 2090 programmer; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.